Manufacturer narrative:
Investigation eval: a prod eval was not performed in response to this report because the prod said to be involved was not provided to cook for eval. The report could not be confirmed. The sub assembly work order for the friction fit adapter was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the prod said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to lubricate the endoscope and the exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if the lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution all 5 shooter saeed multi-band ligators are subjected to visual inspection to ensure device integrity. A review of the device history record confirmed that this lot med all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During and endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. Upon removal of the device once the procedure has been completed, the barrel detached inside the pt's mouth. The physician was able to remove the barrel by hand. Other than the bands that were deployed, a section of the device did not remain inside the pt's body. Other than removing the barrel from the pt's mouth, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.